Manufacturer narrative:
"Unit was received for eval. Refer to eval # (B)(4) - connector pins were severely bent, clearly from a forced connection. Microtip was disposed of. An email was sent to the sales rep advising her to remind the facility of proper procedure when setting up the console. The DHR from microtip lot# 12113-02 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Connector pin prongs were bent making the connector cord unable to plug into the console. (Dr (B)(6)).